Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact on customer's blood glucose level.